Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The customer did not provide the event date. Therefore, the date customer informed about the event was captured as event date. The model # was not provided.

Event description:
A customer from germany reported that while at the nursing facility, she obtained blood glucose readings of 104 mg/dl on the contour xt meter and 299 mg/dl on a different meter. There was no allegation of an adverse event. The customer discarded the meter and used all the test strips from the lot # involved in the event. Therefore, the meter and test strips are not expected to be returned for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, in-house testing was performed using the in-house contour xt meter and in-house contour next test strips from lot # 8lped06a, which gave a satisfactory performance. Additionally, a device history record was reviewed for the suspected contour xt meter and no manufacturing anomalies were found.